Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their monitor randomly shuts off and shows a red x. There was no reported pt involvement and/or pt impact.